Event description:
The customer reported to customer service that the power supply for her pump has exposed wires and will not power the pump, but the pump works with the battery park. No injuries were reported.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, she indicated that she did not see fire or smoke and that there is no breach in the transformer housing, but she did see sparking at the exposed wires at the strain relief. She also indicated that no injuries were sustained as a result of the issue. In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires which could cause sparking. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a lot of twisting and a breach in the insulation at the strain relief, exposing wires. The power supply was plugged in and the voltage across the dc plug was measured at 12.6 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured at 0.77 ohms to open (varies). Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 58.4 ohms, which is normal and indicates that the thermal fuse did not blow.